Event description:
It was reported that device switches to flashing air bubble detection alarms after a few minutes. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
E1: 03.52.15.13.41 h3: one device was returned for repair with complaint that device switches to flashing air bubble detection alarms after a few minutes. No previous repairs were noted within the last 12 months. Review of event history log confirmed the reported issue of air bubble alarms. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Preventively replaced the air detector.